Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the device was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history indicated a vent inop occurred due to a flow sensor failure. The service engineer reported the unit failed air flow accuracy testing. The service engineer replaced the air flow sensor to correct the finding. Applicable final testing was completed to operating specifications.

Manufacturer narrative:
Air flow sensor.